Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that they had a positive culture on platelets. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The disposable batch details were not provided and therefore a disposable complaint history search could not be performed. The customer history report indicates no further related issues have been reported for this customer. The phenomenon of bacterial contamination in blood products, especially platelets, is known to occur. With current technologies, given the nature of microorganisms on human skin and the mechanical act of piercing the skin coupled with the fact that platelets must be incubated at room temperature it is not possible to eliminate this phenomenon from occurring. The devices terumo bct manufactures to collect, separate and store blood products are terminally sterilized to an sal of < 1.0 x 10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every product manufactured. Therefore, it may be concluded bacterial contamination observed in collected blood products from terumo bct devices is most likely due to the inherit hazard of collecting blood as it relates to bacterial contamination. Multiple attempts were made for further information, and after the third attempt the customer reported that ¿the positive culture was staff related. The staff person was not following sop and has been terminated¿. No other information was provided. Correction: a re-train was offered to the customer through these multiple attempts; the customer did not respond to terumo¿s request. Root cause: a root cause assessment was performed for the microbial contamination alleged by the customer. Based on the customer admission, the root cause was due to operator failure to follow the appropriate sops. It is unknown if this failure was during processing, caused by the improper venipuncture technique introducing bacteria at access site and/or failure to divert to the sample bag resulting in bacterial growth in product bag. The operator error could also have been due to the post procedure processing of the collected product was not performed aseptically resulting in product contamination. Or if the contamination occurred due to inadequate post-processing laboratory practices such as qc sampling or handling techniques.

Event description:
The customer reported that they had a positive culture on platelets. Multiple attempts were made for further information, and after the third attempt the customer reported that ¿the positive culture was staff related. The staff person was not following sop and has been terminated¿. No other information was provided. The customer did not provide patient information after multiple follow-up attempts. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The disposable batch details were not provided and therefore a disposable complaint history search could not be performed. The customer history report indicates no further related issues have been reported for this customer. The phenomenon of bacterial contamination in blood products, especially platelets, is known to occur. With current technologies, given the nature of microorganisms on human skin and the mechanical act of piercing the skin coupled with the fact that platelets must be incubated at room temperature it is not possible to eliminate this phenomenon from occurring. The devices terumo bct manufactures to collect, separate and store blood products are terminally sterilized to an sal of < 1.0 x 10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every product manufactured. Therefore, it may be concluded bacterial contamination observed in collected blood products from terumo bct devices is most likely due to the inherit hazard of collecting blood as it relates to bacterial contamination. Multiple attempts were made for further information, and after the third attempt the customer reported that ¿the positive culture was staff related. The staff person was not following sop and has been terminated¿. No other information was provided. Correction: a re-train was offered to the customer through these multiple attempts; the customer did not respond to terumo¿s request. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that they had a positive culture on platelets. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.